Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. Customer change the power source to the usb outlet and battery began to charge. Customer's blood glucose was within range (value not provided).